Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced ongoing skin overgrowth issues at the abutment site. Subsequently, the patient underwent a procedure on (B)(6) 2015 to implant a magnet on the originally implanted fixture. The implanted device remains.